Event description:
Femoral angio done, puncture above bifurcation and below ligament. Nothing remarkable was noted during delivery of the procoagulant. After 45 minutes post deployment, pt's foot went numb with weak pulses. Thrombolytic therapy started 1 hr 20 minutes post deployment. Dr. Said that he saw plaque and did not think it would affect the results. Event resolved 18 to 24 hours post deployment. Pt discharged on 10/2003.